Event description:
As reported via legal documentation a patient had an initial left knee total arthroplasty on (B)(6) 2019 and then approximately 4 years 7 months later experienced a revision surgical procedure on 30 jan 2024. The patient complained of pain. Revision for loose femur and recalled poly. Polyethylene wear. The patient revised to exactech devices. Reported event is not related to breakage of a device and did not lead to surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device will not be returned, the hospital will not release it. There is no other information available.

Manufacturer narrative:
Initial legal complaint received 27 dec 2023, information received 30 jan 2024 that patient was revised on (B)(6) 2024. D10. Concomitants: 5920152 02-020-11-0225 - truliant ps cem fem ps cem left sz 2.5. 5749079 02-022-45-2515 - truliant tib fit tray cem sz 2.5f / 1.5t. 5757639 200-07-32 - advanced patella 32mm 3 peg implant. These devices are used for treatment not diagnosis. Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.correction fields: b2, g, g2, h6-clinical code, component code, investigation codes.